Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, the implantable cardiac monitor could not be interrogated, multiple programmers in multiple rooms, communication still could not be accomplished. The device remained implanted. No additional information available.